Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that both phenomenons "error e226 (scope communication error)" and "pins of the video connector socket are broken" occurred due to broken pins of the video connector socket. A root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the visera elite ii video system center showed the error code "e226" and the video socket pins were bent. The issue was found at an unknown event. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: defective video socket connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.